Event description:
The physician attempted to place an endeavor resolute stent in the lcx. The lesion which was reported as being stenotic, calcified and tortuous. The device could not pass the lesion due to calcification and tortuosity. The device was removed from the patient. Device evaluation: the distal tip was stubbed. The stent was deformed; distal stent segments were moved off the balloon. The middle stent segments were stretched with some raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation: results/conclusion: stent deformation. Stenotic, calcified and tortuous. Stent deformed in vivo during delivery. (B)(4).